Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. On (B)(6) 2010, the pt still had leakage and discomfort. On (B)(6) 2010, the pt was admitted to the hospital for a bladder infection. The pt was kept overnight and treated with antibiotics. The pt is now fine, with no further problems.

Manufacturer narrative:
(B)(4). Urinary tract infection. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.